Event description:
Litigation papers received. Papers allege that patient suffers from pain, loss of mobility, metallosis and elevated blood ion levels of chromium and cobalt. The patient has been recommended for an asr revision, but has not yet been revised. Specific details regarding the report are unknown. (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. (B)(4) 2012-sales rep reported revision surgery due to loosening of the acetabular cup. (B)(6) 2012 - patient' operative records received. Records indicate a femoral crack upon implantation.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaints databases against the femoral stem and sleeve was not possible as the necessary product/lot code combinations were not provided. The investigation can draw no conclusions with the information provided. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Event description:
Litigation papers received. Papers allege that patient suffers from pain, loss of mobility, metallosis and elevated blood ion levels of chromium and cobalt. The patient has been recommended for an asr revision, but has not yet been revised. Specific details regarding the report are unknown. Update: (B)(6)2012 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2012- sales rep reported revision surgery due to loosening of the acetabular cup. There was no new information that would change the outcome of the investigation update: (B)(6) 2012 - patients operative records received. Records indicate a femoral crack upon implantation. Stem and sleeve were added to the complaint. Update: (B)(6) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information for the femoral stem and sleeve. The complaint and associated mdrs were updated. Complaint has been reopened for further investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.